Event description:
It was reported that there was lead migration. A surgical intervention was required to replace the lead. Diagnostic and troubleshooting included impedance testing and x-rays. The patient was dissatisfied with therapy and was realizing there was less than 50% therapy relief at original areas of pain. Radio graphically the lead appeared in a different position than placement during the trial. It was noted that the trial leads were removed but the trial was very successful. The healthcare professional had opted to try to match the trial placement more precisely and had replaced the one lead to be more midline and more "ciudad". The patient was alive with no injury. The patient had tolerated the revision procedure and the immediate recovery had been without apparent complications. The patient was receiving acceptable pain relief. It was further noted that the patient was receiving satisfactory therapy at the time of her postoperative programming.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 201, explanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).